Event description:
The pt experienced increased pain. Refills and dye studies were ok. A rotor study was performed. The reliability of the pump was questioned. It was replaced. There was no pt injury associated with the event. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). The pump and catheter were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.